Manufacturer narrative:
Patient weight is unavailable.

Event description:
It was reported that during the extraction of 3 cardiac leads (rv, lv, ra) with a 13fr tightrail device and superior vena cava (svc) injury occurred. Reportedly, the tightrail device was being used to advance down the rv lead when severe tissue in-growth on the proximal coil was encountered. At this point the patient blood pressure dropped and a slow cardiac tamponade was detected via tee. A thoracotomy was then performed to tap the heart, which was successful. Patient outcome was good.